Event description:
During lv replacement, the sense/pace portion of the rv lead was found to have insulation damage. The sense/pace part of the lead was capped. Defib remains active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.